Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2015-01108 pertains to the first extractor pro retrieval balloon and manufacturer report # 3005099803-2015-01109 pertains to the second extractor pro retrieval balloon. It was reported to boston scientific corporation that two extractor pro retrieval balloons were used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the catheter broke into two pieces. The piece that was in the patient was able to be removed. The same issue happened to the second catheter; however the piece detached inside the patient and was removed from the patient using grasping forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
(B)(4) catheter broken. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.